Event description:
Information from ae regulatory system: when injecting insulin for patient, found that could not exhaust the air before the injection. Then removed the needle and found that the npe was broken. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 320543. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Corrections made to sections h6 (type of investigation, investigation findings, and investigation conclusions) and h10 (related report numbers). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.